Event description:
It was reported to covidien that during a code, an easycap ii did not change color. The easy cap ii was removed and replaced with another easy cap ii from the same lot that worked fine. No pt harm was noted as a result of the failure associated with the easycap ii used.

Manufacturer narrative:
The device history record (DHR) for the lot number provided was reviewed and there was no non-conforming product during the MFR of this lot. The easycap ii was discarded and therefore, not available for eval. No conclusions can be made without the device.